Event description:
During baxter's functional testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the false upstream occlusion alarms. The device was operating out of specification and had a wide inscribed pin dimension which is known to cause false occlusion alarms. The upstream sensor was replaced to correct this condition.